Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer performed a hard restart to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the instrument was bobbing and making unintentional moving/shaking. Prior to contacting tse, the customer moved to another trocar and continued on without further issue. Tse found no related errors in logs. The caller suspected the issue was setup/positioning related and wanted to verify no errors. The customer was continuing with procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was performed by the surgeon was robotic left upper lobe wedge resection. The time of the da vinci-assisted surgical procedure performed was 07:30am. This issue occurred on arm #3 and the instrument on that arm was maryland on a 12 port. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon did scale appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument did move in the intended direction (e.g., intended direction=right and observed instrument movement=right). The timing of instrument movement was appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was intermittent. Action taken when the issue occurred was 12 port changed to 8 port to accommodate the endowrist. The issue was resolved by 12 port changed to 8 port. There was no injury to the patient as result of the event. The device was inspected prior to use. The instrument is not available for return to isi for evaluation.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on follow up, the system issue was due to an improperly sized cannula. It can be resolved by using the correct cannula size for the instrument installed.

Event description:
Refer to h11 for follow-up information.